Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 266 mg/dl. Although requested, the customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.